Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The mobile view station (mvs) uninterruptible power supply (ups) battery cartridge was replaced. The mvs was allowed to charge, then it was verified that the mvs stays powered on unplugged for 5 minutes. The image acquisition system (ias) function was verified and it was moving at it's normal speed with no issues or power loss. Unable to duplicate ias issue. The replaced battery cartridge has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was losing battery power when it was being driven down the hallway. It was also reported that the system was driving slower than expected, and would not stay powered on. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned battery cartridge found that the reported event was related to an energy storage issue. The tester charged the battery for approximately 6 hours. The tester then performed a 5 min load test. The batteries did not pass the load test (0 min 10 sec). The reported event was confirmed.